Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no physical damage of the device was confirmed where the foreign material was remained and deviations from instruction for use (IFU) are unknown for the aw-cylinder. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to the malfunction documented in b5, the air/water cylinder had no color. The suction cylinder had no color. Plug unit had a scratch. Due to a burn on the plastic distal end cover, insulation resistance value did not meet the standard value. The connecting tube had a wrinkle. The universal cord had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air/water cylinder due to insufficient cleaning. There was no patient involvement.